Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) withheld therapy due to the algorithm not classifying the rhythm as ventricular tachycardia (vt). The patient required emergency external defibrillation therapy. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.